Manufacturer narrative:
Hvad pump (B)(4) and controller (B)(4) were returned to heartware for evaluation; however, hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. The reported high power' event was confirmed via review of the controller log files, which revealed a rise in power consumption and high watt alarms. Analysis of (B)(4) revealed that the controller passed visual inspection and functional testing. Analysis of (B)(4) revealed that the device failed visual examination due to scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller, failed dimensional verification due to deviations from the rear housing disc curvature specifications, and failed functional testing due to a power shift condition during post-explant wet test. Per internal investigations, these deviations from the rear housing disc curvature specifications are not expected to impact pump performance and the power shift condition does not correlate with complaints. The mechanical abrasions on the lower housing ceramic surface and matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event reported for (B)(4) can be attributed to external factors such as thrombus formation. Additional system component being reported for this event: controller-(B)(4)- controller- exp-02-28-2015, pump-(B)(4) - lvad pump - exp 07-31-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pathology conclusion: gross findings include mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. Material noted on the ceramic surface of the upper housing and on the superior surface of the impeller is grossly and histologically consistent with thrombosis per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use also address setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event the device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a us site that on (B)(6) 2015, the "patient called the vad coordinator and stated that he had "high watts/power and flows were slightly higher than he usually observes", and he also had "bloody urine". The ventricular assist device (vad) coordinator advised patient "to go to local emergency room (ER)". "Heparin was started in ER" and then patient was transferred to main hospital. Patient was "admitted with low inr and dark urine". Once patient was admitted, patient stated that he had "power/watts alarms since (B)(6) 2015 associated with weakness, lightheadedness, pre-syncope, and generalized fatigue". On the night of admission the patient received "tissue plasminogen activator (tpa) in catherization lab". He also received "eptifibatide gtt (integrilin drops) and heparin that were started 45 minutes after tpa infusion". It was stated that "powers returning to baseline" post infusions. Patient was "stable", but "flows started too elevated to over 10l/min" the night of (B)(6) 2015. On (B)(6) 2015, the "vad sounds worse; patient complained of headache without focal deficits"; "CT of head were normal". On (B)(6) 2015 "integrilin was turned off"; "urine still dark in color". Surgeon stated he "will take to operating room (or) in the morning to emergently replace vad". On (B)(6) 2015 "patient underwent left ventricular assist device (lvad) to lvad exchange for suspected pump thrombosis". Surgeon stated "we were not able to, visualize any pump thrombus in pump-in flow cannula or outflow graft". Surgeon "flushed pump with saline and no thrombus came out". "Patient had significant post-operative bleeding, his incision was packed open with the intent to return to or for closure after bleeding resolved". "Neurological event occurred about 36 hours post lvad exchange". "Patient was found to have a large right side cerebral hemorrhage and family decided to withdraw support". "Pump was turned off", and patient expired on (B)(6) 2015". No further information available. Investigation is ongoing. Manufacturer was informed that lvad would not be returned.